Event description:
It has been reported to philips that when moving flex arm it stops. The device was in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flex arm stops when moving due to oil leakage from bearing. Review of the system log file showed that there was a position slip state on the longitudinal motor assembly. Fse cleaned the rails and checked for longitudinal movements. Later the issue reoccurred once and after replacement of amc drive sp3, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There are various system configurations which allow for easy positioning through motorized movement. These include: - the azurion series with a floor or ceiling mounted stand allowing for longitudinal and transverse movements. - the azurion flexmove stand option which provides for longitudinal, transverse, and diagonal movement. - the azurion flexarm stand option which provides longitudinal, transverse, and diagonal movement, as well as rotation along the z-axis and free detector rotation. When working in any one of these configurations, motorized movements are available within the working area. If the motorized movements are unavailable because the system is outside of the working area, a guidance message will inform the user that the stand is out of range. Motorized movement will become possible again once the system is brought back into the working area as noted in the instructions for use. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. Additionally, if stand longitudinal and transverse motorized movements become unavailable, patient positioning can also be achieved via table movements. Depending on the system configuration, these may be manual or motorized. Therefore, the loss of motorized longitudinal or transverse movement of the stand/c-arc is not likely to cause of contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.